Event description:
There was no patient involved in this event. Unit powers on by itself w/o manual intervention.

Manufacturer narrative:
(B)(4). The first date after "out qat" was on (B)(6) 2007 with the device recording a successful manual power up. No further log entries were recorded after this date. A test pad-pak was inserted into the device. The device was manually power up and passed a self-test. No warnings were given and the status led continued to flash green. The device memory log was again downloaded, however the manual power up was not recorded. This indicates a fault. Investigation found a dry joint on component u15. The investigation was unable to replicate the reported fault of the device switching on. Furthermore with the dry joint on u15 reflowed and the device confirmed as successfully recording data, the unit was left at room temperature with a known good pad-pak and the returned membrane fitted for 48 hours. During this time the device did not turn on or display any fault. The device was dispatched from heartsine on (B)(6) 2007 with the only power up being recorded on (B)(6) 2007. This would indicate that the memory recording facility became faulty after dispatch from heartsine. This did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.